Manufacturer narrative:
On (B)(6) 2017: no relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. The claimed failure cannot be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices manufacturing traceability documents.

Event description:
(B)(4). On (B)(6) a female diabetic patient experienced a blood glucose level of 380 mg/dl, gave herself a bolus and went to bed. She allegedly died, was revived and suffered brain damage. Her blood glucose level was above 1200 mg/dl at the time of the event. She was admitted to (B)(6) hospital, at the ICU for 4 days with the diagnose of diabetic ketoacidosis and septisitus. Furthermore the patient described that on the latest occasion she had a blood glucose level of 600 mg/dl, with the symptoms of tiredness, kidney pain and a small amount of ketones. The patient was able to self treat this episode. No further information provided.